Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary according to the information provided, it was reported that during the unknown surgery, after 1st firing, could not fire again. The complaint device was received and evaluated visually. Visual observations confirm that only the second implant was received inside of the needle and is held by the suture, the first implant was not received in the package. In addition, the suture was found frayed, the silicon sleeve was found in good conditions. To test its functionality, the needle was loaded in the omnispan gun and was tested on a sample rubber and the second implant was deployed satisfactory. The complaint cannot be confirmed. We cannot determine what caused the user to experience the reported event; we cannot discern a root cause for the reported failure mode, cannot be determined at what point in time this failure occurred. Given that lot number was not provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. At this time, no corrective action is required, and no further action is warranted, as the device was repaired and is fully functional. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The lot number is unknown at this time.

Event description:
It was reported that during the unknown surgery,after 1st firing, could not fire again. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.